Event description:
It was reported that the nurse stated that they were trying to initiate therapy, but the arctic sun device was alerting fluid delivery line (fdl) and low flow. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and locked. Reconnected pads and straightened lines. Restarted therapy water flow rate (wfr) stabilized at 0 l/m and device alerted fluid delivery line (fdl) open. Walked through disconnect pads. Placed in manual control at 35c. System diagnostics showed that the outlet monitor temperature (t1) was 6.7c, outlet control temperature (t2) was 7.2c, inlet temperature (t3) was 7.1c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -8.9psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours were 6741.3 and pump hours were 819.8. Added pads back while still in manual control water flow rate (wfr) was 0.3 l/m ip -2 psi. Advised swap out device and send to biomed labeled low flow and fdl open. Encouraged nurse to call back if additional assistance is needed with the new device. Msicu nurse spoke to help line earlier for a device with flow rate issues. They were using a new device, but states that the therapy primed and stopped. Guided to diagnostics showed that the system hours were 93.9, pump hours were 69.9, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. They had a new set of pads in the room. Apparently one of their initial sets was not sticking so they took a pad from a new set. Had them drain and empty pads and replace the remaining three with the new set and restart therapy. Flow rate (fr) was 3.3lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 76 percentage. Old pads to be held for investigation lot number ngkp4207. The main hospital and ask for the nicu charge nurse.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and locked. Reconnected pads and straightened lines. Restarted therapy water flow rate (wfr) stabilized at 0 l/m and device alerted fluid delivery line (fdl) open. Walked through disconnect pads. Placed in manual control at 35c. System diagnostics showed that the outlet monitor temperature (t1) was 6.7c, outlet control temperature (t2) was 7.2c, inlet temperature (t3) was 7.1c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -8.9psi. Circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours were 6741.3 and pump hours were 819.8. Added pads back while still in manual control water flow rate (wfr) was 0.3 l/m ip -2 psi. Advised swap out device and send to biomed labeled low flow and fdl open. Encouraged nurse to call back if additional assistance is needed with the new device. Msicu nurse spoke to help line earlier for a device with flow rate issues. They were using a new device, but states that the therapy primed and stopped. Guided to diagnostics showed that the system hours were 93.9, pump hours were 69.9, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to initiate therapy, but the arctic sun device was alerting fluid delivery line (fdl) and low flow. Walked through stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) secure and locked. Reconnected pads and straightened lines. Restarted therapy water flow rate (wfr) stabilized at 0 l/m and device alerted fluid delivery line (fdl) open. Walked through disconnect pads. Placed in manual control at 35c. System diagnostics showed that the outlet monitor temperature (t1) was 6.7c, outlet control temperature (t2) was 7.2c, inlet temperature (t3) was 7.1c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -8.9psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours were 6741.3 and pump hours were 819.8. Added pads back while still in manual control water flow rate (wfr) was 0.3 l/m ip -2 psi. Advised swap out device and send to biomed labeled low flow and fdl open. Encouraged nurse to call back if additional assistance is needed with the new device. Msicu nurse spoke to help line earlier for a device with flow rate issues. They were using a new device, but states that the therapy primed and stopped. Guided to diagnostics showed that the system hours were 93.9, pump hours were 69.9, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. They had a new set of pads in the room. Apparently one of their initial sets was not sticking so they took a pad from a new set. Had them drain and empty pads and replace the remaining three with the new set and restart therapy. Flow rate (fr) was 3.3lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 76 percentage. Old pads to be held for investigation lot number ngkp4207. The main hospital and ask for the nicu charge nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.